Event description:
Customer rpeorted testing with the freestyle meter and getting results of 322 and hi (>500 mg/dl) within 15 minutes. Customer reported having symptoms of hypoglycemia, so paramedics were called. Paramedics administered dextrose, juice and food to the customer.